Manufacturer narrative:
Manufacturer narrative: the issue is identified as transmitter overheating and high pitched noise. Nihon kohden corporation conducted an investigation. The investigation results show that the root cause could not be determined because the issue could not be duplicated.

Manufacturer narrative:
The biomedical engineer reported that the transmitter overheated and emitted a high-pitched noise. The device was not in use on a patient at the time. The biomedical engineer was provided with an exchanged transmitter. He sent the failed device in and it is currently awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the transmitter overheated and emitted a high-pitched noise.